Event description:
It was reported that during an implant attempt the physician experienced difficulty connecting the lead to the implantable cardioverter defibrillator (ICD). Another device was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).